Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received via regulatory authority (B)(4) in united states on 15-jan-2015 from a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2013. Consumer reported that she had essure implanted in 2013, and since then chronic pelvic pain, heavy bleeding, nonstop bleeding for 4 months, painful intercourse, hair loss, rashes, weight gain, depression, hot flashes, night sweats, insomnia and confirmed diagnosis of endometriosis. Follow-up information received on 05-feb-2015 - ptc investigation result: ptc global number: (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on 16-apr-2015: the consumer mentioned the dates (B)(6) 2013 and (B)(6) 2014 as implant date and explanted date, respectively (no other specified). The consumer mentioned the seriousness criteria hospitalization but not specified and/or assigned to one of the events. Correction performed regarding information received on 16-apr-2015: the seriousness criteria required intervention was ticked for the event heavy bleeding / non stop bleeding for 4 months. Also, in the same event, the field non-drug treatment required was amended to yes, surgery. Follow up information received on 21-apr-2015: ptc assessment updated without major changes. No new failure mode has been identified. Company causality comment: this non-medically confirmed, spontaneous case report, refers to a female patient of unspecified age, who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding / non stop bleeding for 4 months. This event is serious due medical importance and hospitalization and is listed in te reference safety information for essure. During essure use, abnormal genital bleeding and menses pattern changes may occur. Therefore, given its nature, the reported event is assessed as related to essure use. Other non-serious events were reported. Later, it was informed that essure was removed (required intervention implied), hence this case was upgraded to incident. The technical assessment concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit based on this report.